Manufacturer narrative:
(B)(4). The amia device was returned and evaluated. All returned devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. There was no non-conforming product found during sample analysis that was related to this issue. The external and internal inspection was performed and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during cycle 2. The patient's drain volume was 3756.06ml, indicating the home patient drained a volume 17.38% above their maximum programmed fill volume of 3200ml. No additional information is available.